Event description:
It was reported that the ilet generated an alert 64 indicating a haptic system error that persisted after two restarts with adequate battery level, consistent with a tactile prompt/feedback malfunction associated with the vibrator component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an electrical or electronic component problem identified affecting the haptic vibrator, consistent with a tactile feedback malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.